Manufacturer narrative:
Surgeon performed 2nd surgery to remove the infected material and duraseal. Pt recovered from the infection. Bench-top testing has shown that duraseal does not support microbial growth.

Event description:
The hosp reported an infection in frontal lobe case. Surgeon performed 2nd surgery to remove the infected material and duraseal. Pt recovered from the infection.